Event description:
The patient called to report that two weeks after treatment with juvederm in the lips and marionette lines, the patient has a rash around the mouth and swelling at the treatment sites. Doryx and topical cortisone cream were prescribed as treatment.